Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon inserted an atw35 and turned the articulating knob to articulate the instrument and the rotation knob broke off in the surgeon's hand. A second atw35 was inserted and half of the staple line formed when closing the white handle. When the surgeon opened the atw35 (inside body) he noticed orange drivers exposed. The surgeon opened a third atw35 to complete the case. There was no consequence to the pt.